Event description:
The customer called to report moisture inside the insulin pump after jumping into the pool. The reported blood glucose reading was 255 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.